Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to omsc, but was returned to the olympus customer service in france. The customer service found following; the bending section rubber worn out. The control body also worn out. The bending section' angulation control knob had play. The angulation lock function was deteriorated. After all channels and cylinders were replaced by the service department in olympus, ofr sent the scope to the third-party laboratory and the microbiological test was conducted again. The sample collected from the instrument channel, the air/ water channel, and the suction channel tested negative. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The cause of the reported phenomenon could have occurred due to hotbed of the microorganisms in the parts.

Manufacturer narrative:
The device was returned to olympus (B)(4) (ofr). Ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for coagulase-negative staphylococcus (18 cfu/endoscope) the testing result were conform with (B)(6) recommendation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the device. -unspecified channel: enterobacter sp and klebsiella variicola (the total is >100 cfu) the device had been reprocessed with a non-olympus automated endoscope reprocessor, wassenburg lde wd440, using peracetic acid. There was no report of infection associated with this report.